Event description:
Device report from thailand reports an event as follows: it was reported that on (B)(6) 2022, after unpacking the device in question it was found that the inner core could not be inserted. The inner core from the current use item was tried and still could not be inserted. There was no patient interaction. No further information is available. This report is for a shaft for 90° screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: dzj, dzi. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 03.505.003 lot # 8213959 manufacturing site: (B)(4). Release to warehouse date: 14 oct2021 supplier: (B)(4) ag precision machining device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.505.003,lot # 8213959,manufacturing site: selzach,release to warehouse date: 14 oct2021,supplier: (B)(4).a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that the inner shaft was jammed inside the sleeve. No other problems identified.a dimensional inspection was unable to be performed due to post-manufacturing damage. A functional test was performed. It was not possible to disassemble the inner shaft from the sleeve. The complaint condition was replicated.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was confirmed as the observed condition of the shaft, p/n: 03.505.003 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.drawing/specifications reviewed:sm_118772 rev I current and manufactureddimensional inspection: n/a.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.